Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the nonosseointegration of a dental implant. The implant was installed six months after the removal of another dental implant and bone graft performance. A 4 months after implant installation, in intraoral region # 19, it was verified its nonosseointegration. The patient presented insufficient bone quality/quantity, 20 n.cm of primary stability was achieved and immediate load was not performed.